Manufacturer narrative:
No testing was performed on the device bat207105, bat207422, bat048479. Based on the internal investigation and field action, no additional investigation of this event is required at this time. The most likely cause of the reported event was found to be a communication error between the controller and the batteries. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately. No additional information will be forthcoming. This is two of two reports (3007042319-2015-03072 and 3007042319-2015-03073) submitted for devices related to the same event.

Manufacturer narrative:
The following batteries were reported; however, it is unknown which batteries were involved in the reported event: the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is two of two reports (3007042319-2015-03072 and 3007042319-2015-03073) submitted for devices related to the same event.

Event description:
It was stated by the site that the patient recognized that the controller changed from one power port to the other one before batteries were depleted <25%, this occurred many times. Patient also observed some "critical battery" alarms with and without switching events. It was stated that there were no effect on the patient and that the patient was doing fine the whole time. Batteries were replaced from hospital stock, and log files were download. The exchange of the batteries resolved the issue. No additional information provided. Investigation is ongoing